Event description:
While filling bags with normal saline they started leaking at the tubing site. Three incidents. All drained within minutes. One bag started leaking after drug (gancyclovir) was added and refrigerated. Special precautions should be taken.